Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the atrial lp implant, atrial markers were lost then communication was lost. Troubleshooting was attempted but was unsuccessful. Since the atrial lp was stable electrically and mechanically, the physician elected to release the lp. A magnet was attempted to be used to interrogate the atrial lp but was unsuccessful. One day post procedure, the atrial lp was still unable to be interrogated. No intervention was reported. The patient was stable.

Manufacturer narrative:
The reported complaint of unable to communicate was confirmed. The aveir ra lp was determined to have become completely nonresponsive during a pct test during an implantation procedure. The root cause of this case of a persistently nonresponsive alp was unable to be determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received indicates the atrial lp was still unable to be interrogated. It was noted that the patient experienced palpitations and dizziness during threshold testing. The physician elected to leave the lp implanted and re-evaluate.